Event description:
It was reported that inadvertent deployment occurred. A 6 x 20 x 130 innova vascular was selected for use. During the procedure, the stent was not fitting through the appropriately sized sheath. The stent self deployed outside the patient. The procedure was successfully completed with another innova stent. There were no patient complications.